Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic after hearing an alarm. It was determined that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to noise and high sensing integrity counter (sic). The lead detections and alarms were turned off and the lead remains in the patient. No patient complications have been reported as a result of this event.